Event description:
It was reported that the pump had a crack in the battery compartment. There was no patient involvement, and no patient harm/adverse event reported. Investigation results have a reportable event of dso seal peeling.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem of crack in battery compartment by visual testing. The root cause of the issue was determined as a crack in the battery compartment. During the testing it was found that the dso seal was peeling. The device passed all functional tests after repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.